Event description:
It was reported that patient had primary partial knee replacement on (B)(6) 2016. In (B)(6), patient experienced swelling and pain and an aspiration and MRI were performed and showed an irregular opacity in the popliteal fossa which likely reflected extruded bony cement. On (B)(6) 2016 an arthroscopic extensive synovectomy and biopsy were performed and the extruded bony cement was not removed. On (B)(6) patient had pain in left leg and calf and testing revealed that leg was pulseless and occluded. Ultrasound showed foreign body that was impinging on popliteal artery right at the tibial plateau. At that time, patient underwent surgery to remove bone cement and attempt revascularization of leg. Upon removal of the foreign object, surgeon confirmed the object was bone cement that had likely extruded from initial operation was sitting there since that time. On (B)(6) 2018, patient reoccluded and underwent exploration surgery of left lower extremity compartment but there was no viable tissue in the deep compartments to encourage revascularization attempt. As a result, on (B)(6) 2018, patient underwent surgery for amputation of left leg below the knee.

Manufacturer narrative:
It was reported that patient had primary partial knee replacement in 2016. Later on, the patient experienced swelling and pain and an aspiration and MRI were performed and showed an irregular opacity in the popliteal fossa which likely reflected extruded bony cement. The testing, few months post-op, revealed that leg was pulseless and occluded. Ultrasound showed foreign body that was impinging on popliteal artery right at the tibial plateau. At that time, patient underwent surgery to remove bone cement and attempt revascularization of leg. Upon removal of the foreign object, surgeon confirmed the object was bone cement that had likely extruded from initial operation was sitting there since that time. In 2018, patient reoccluded and underwent exploration surgery of left lower extremity compartment but there was no viable tissue in the deep compartments to encourage revascularization attempt. As a result, patient underwent surgery for amputation of left leg below the knee. It was reported that the pkr utilized multiple components from competitors and smith and nephew device. The sn associated device being a journey uni oxinium femoral component, used in treatment, was not returned for evaluation. Thus the product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the adverse event could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be rendered at this time. Without the patient information, no root cause can be determined at this time. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened.